Event description:
During revision surgery, the surgeon was not able to get inserter into 52mm cup. Surgical access restricted causing a delay in surgery of approx 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.